Event description:
It was reported that during an evaluation study in the intuitive labs, the monopolar curved scissor (mcs) instrument was used for a surgical task and the mcs tip cover accessory fell off post-installation on two occurrences. In the first occurrence, the surgeon was unable to open the mcs grips. The instrument was removed by the facility administrator (fa) and the tip fell off at the back table while the fa was examining the instrument. The circulator provided a new tip that was then installed by the fa to continue with the procedure. During the second occurrence, the fa could not recall specifics. It was noted that in this case that the mcs tip cover accessory did not need to be replaced. The site was able to readjust and proceed with the same instrument and mcs tip cover accessory. There was no known impact or patient involvement was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.